Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing set leaked at the filter during patient use. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing set leaked at the filter was confirmed. Visual inspection showed that the outlet port of the filter component was broken and the broken off piece was lodged in the end of the mated tubing. No functional testing was able to be performed due to the obvious separation/damage. The root cause of the damage was not identified.

Event description:
The customer reported that the tubing set leaked at the filter during patient use. There was no patient harm.